Manufacturer narrative:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels. As of today, the devices, which were used in treatment, have not been returned for evaluation. As no batch numbers were provided a full complaint history review could not be performed for the devices. A review of the historical complaints data for the bhr head was instead performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored through routine monthly trending. The device history record could not be reviewed with a lot/batch/serial number. Should this detail become available, the DHR task will be reopened and completed. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic quality escalations related to the products and similar complaint events was performed. No prior applicable escalation actions were identified. As of the date of this investigation, the requested supporting clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the reported high level of cobalt, and chromium and subsequent revision. With the limited information provided, the patient impact beyond the reported revision cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tha surgery was performed on 2007, the patient experienced high level of cocr ions. This adverse event was treated by revision surgery on (B)(6) 2023, in which a resurfacing femoral head 50mm was explanted and exchanged to a 28mm oxinium head, while a polarstem size 3 standard offset uncemented stem and a size 50/28 dual mobility insert were also implanted. Patient's current health status is unknown.